Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate pump. Webster cs catheter with auto ID (model# d-1353-04-s lot# 17491480m). Pentaray nav eco (model# d-1282-08-s lot# 17448989l). Intracardiac echocardiogram sterilmed reprocessed catheter (lot# 1939471). (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. Shortly after transseptal puncture, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. A pericardiocentesis was performed which yielded 3800cc of fluid. Patient was sent for a surgical intervention. The patient was reported to be in stable condition. In addition, the patient required extended hospitalization as a result of this adverse event due to excessive blood loss and surgical intervention. Adverse event was considered to be life-threatening. The patient&#62688;condition has since improved. There were no factors cited that may have contributed to the adverse event. Physician&#62688;opinion regarding the cause of the adverse event is that it was related to the transseptal puncture through the posterior wall of the left atrium. A transseptal puncture was performed with a merit medical heartspan transseptal needle. Sheath used was a st. Jude medical sl1 8.5 french. Generator parameters were not reported. Ablation time and last ablation cycle time at the site of injury were not reported, as no ablation was performed at the site of injury. There were no error messages reported on any bwi equipment during the procedure. The patient received anticoagulant during the procedure with activated clotting times maintained between 500-700 seconds. It was noted that there were issues concerning heparin management.

Manufacturer narrative:
This is a correction to 3500a initial report that was submitted in which it was reported that the device was returned for analysis. After additional analysis was performed it was confirmed on october 19, 2016 that the incorrect device was returned. Therefore the device related to this complaint has not been returned for analysis. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).